Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure it was observed that the motor device was not turning correctly. It was reported that there was no delay in the procedure due to the event and a spare device was not used. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device was not turning correctly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was a hole in the hose between the bell ring and pressure release valve (prv). It was determined that the hole in cord was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or by exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.